Manufacturer narrative:
Continuation of concomitant products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.